Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. UDI not required as this product is no longer manufactured. Manufacture date not available for this instrument at time of filing. A system checkout was not required as resolution of the issue was confirmed at the time of the event. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and cause no delay to the surgery. It was reported that the accuracy varied between the sharp-tip active probe and the cervical probe. After registration, satisfactory accuracy was obtained with the sharp-tip active probe, whereas the cervical probe was shifted slightly on the medial side. Although verification was performed again, no change was seen. Navigation and imaging were used to complete the surgery and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: serial number updated to proper value.